Event description:
The gynecare morcellator was brought into the field, and md had pushed the instrument through the opening, but at that time, the instrument engaged, and there was immediate flow of blood. A vessel injury was felt to be the main cause.